Event description:
A report was received that the patient was experiencing some pain at the generator site that radiates to other areas because the ipg would flipped and moved whenever the patient would lie down on her back. The patient also felt like the ipg was leaking. The physician believed that the ipg was causing the discomfort. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was confirmed that there was no leaking detected. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing some pain at the generator site that radiates to other areas because the ipg would flipped and moved whenever the patient would lie down on her back. The patient also felt like the ipg was leaking. The physician believed that the ipg was causing the discomfort. The patient will undergo an explant procedure.